Event description:
Ref importer number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problem, history of the device involved and sequence of events. (B)(4). Concerning the device, there were no mfg anomalies. An arjohuntleigh rep performed an on-site visit after the incident. The condition of the device was to specification apart the dps actuator had snapped and the handle of the maxi move was broken. Since the event description was clear and simple, no product return was required and no stimulation was deemed necessary. From the facility, it was reported the resident whom suffered from dementia, somehow tipped over the maxi move and was found lying on the floor with the hoist next to him. The device was designed to meet the requirements of ios10535:2006 standards for stability, which is the current state of the art for patient lifts. This includes static stability requirements when the device is unloaded. The IFU of the maxi move (001.25060.enrev) includes warnings to inform customers that patients should not attempt to operate the device themselves. Maximove must always be handled by a trained caregiver (p.5), the equipment must be used for its intended purpose only and is operated within the published limitations (p.5), the patient should not perform any function relating to the control of the device (p.8), moreover a lack of attention allowed a patient suffering from dementia to operate/handle the device outside of its limitation, resulting in the lift tipping. This is considered to be a user error. This patient was not habilitated to operate the floor lift. It is considered to be an unauthorized use of the device. The device did not fail to meet specifications when the event occurred, was not in use at the time of the event and contributed to the outcome of the event. It has been suggested to the facility that the personnel using floor lifts are made aware of the labeling of the device, which includes indications warning against a patient operating the equipment.